Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 335 mg/dl at the time of hospitalization. The product will not return for the analysis.